Manufacturer narrative:
The device was returned to olympus and evaluated. Besides the reportable malfunction of foreign material on air/water (a/w) tube and a/w cylinder, the evaluation found the following non-reportable malfunction(s): a/w cylinder and suction cylinder had no color; due to damage on camera head tube, water tightness was lost; due to a scratch on probe cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; light guide lens had a crack; wrinkles on connecting tube and universal cord. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the gastrointestinal videoscope exhibited foreign material on air/water (a/w) tube and a/w cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material in the air/water channel and air/water cylinder remained in the device because reprocessing could not be conducted properly due to leakage from the biopsy channel. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.